Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. An x-ray was performed, and no anomalies were observed. The ra lead was replaced to resolve the event. The patient was stable.